Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: e3, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be determined. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support guided the customer on how to delete. Customer then indicated that there was no image showing, technical assistance support asked the customer to reboot the unit. The customer informed tac of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image showing. The issue occurred during inspection for use. There were no reports of patient harm.